Event description:
It was found that during loading the cot into the ambulance the patient shifted their weight, leading to a cot tip. No component level defect was found. It was also reported that a patient received very minor cuts and bruises with no treatment.